Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the proximal portion of the quantum maverick balloon catheter. The tip, balloon, markerbands, shaft, and bonds were microscopically and visually examined. The distal portion of the shaft including the remaining portion of hypotube, midshaft, distal shaft, balloon, markerbands and tip were not returned for analysis. The hypotube was kinked 77cm from the strain relief and the hypotube was separated 80cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2017. It was reported that crossing difficulties were encountered. The 75% stenosed, 12x2.9mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion . The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.